Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
[Surgeon] - knee revision - [hospital] : while performing tibial broaching, the 16 × 60 press-fit stem trial that had been attached to the distal end of the size 37 tibial broach snapped and remained trapped in the tibial canal with no remaining threads. The stem was fortunately retrieved using a kocher. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none, (B)(4) device property of none, device in possession of none.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 (health effect - clinical code, impact code) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: [surgeon] - knee revision - [hospital]: while performing tibial broaching, the 16 × 60 press-fit stem trial that had been attached to the distal end of the size 37 tibial broach snapped and remained trapped in the tibial canal with no remaining threads. The stem was fortunately retrieved using a kocher. The product was not returned to depuy synthes; however, photos were provided for review. (B)(4). The photo investigation revealed that the attune rev p-f stem trl 16x60 was broken at the threaded section, the broken fragment can be seen inside the insertion hole of the attune rev tib broach m-l 37mm, due to this condition we can confirmed that the fragment was not able to be retrieved. The observed condition of the device can be consistent with prying motion while assembling and heavy usage. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune rev p-f stem trl 16x60 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. Corrected: d4 (primary UDI number).

Event description:
Additional information is received and states that: can you please confirm if its discarded or still available.? Unfortunately got discarded on the day.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: b5. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.